Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a colon resection procedure, ¿the anvil was hard to grab.¿ there were no patient consequences reported.